Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/14/2025, a sales representative reported via (B)(4) that an ar-3636 knotless 1.8 fibertak® soft anchors driver tip broke. This occurred during a labral repair while inserting the fourth knotless fibertak (ar-3636, 15225631), and after it was inserted, they noticed that one of the teeth on the forked-tipped inserters had broken off in the bone. The surgeon was aware and did not feel it was possible to remove. There was no patient harm or case delay. The case ended with no other issues, and the procedure was successful.